Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer went to urgent care on (B)(6) 2019 and stayed overnight then was transferred to the hospital on (B)(6) 2019. One continuous event.

Manufacturer narrative:
The initial report was submitted with the wrong event date and wrong aware date.. Those changes have been made with this report. Additional notes have been added as well.

Event description:
It was stated via phone call that the customer got sick and began vomiting prior to going to the hospital.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on (B)(6) 2019 and (B)(6) 2019 with blood glucose of 190 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with fluid. The insulin pump will not be returned for analysis.